Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation determined the reported difficulties and subsequent treatement appear to be related to circumstances of the procedure. It should be noted that the deployment sequence in the perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a watchman interventional procedure. No femoral angiogram was performed. Reportedly, both proglide devices were pre-placed successfully. The sheath was upsized to a 18f and the watchman procedure was completed. Knot advancement was performed with the 10 o'clock suture. During knot advancement with the 2 o'clock suture, tugging and yanking movements were performed, the suture snapped. The physician decided not to use an additional proglide device, instead the guide wire was removed and knot advancement was completed with the 10 o'clock suture. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.